Event description:
The customer reported that the q-CPR meter was not recognized by the defibrillator during a pt code.

Manufacturer narrative:
(B)(4). The customer reported that the q-CPR meter was not recognized by the defibrillator during a pt code. The customer stated that pt care and outcome were not impacted by device behavior. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.